Event description:
During the g3 nail surgery, when the package of u-lag screw was opened, it was found that the two blade of u-blade was cross and deformed. And the blade broke when the surgeon bent blade in the opposite direction. Therefore, the surgeon changed the u-lag screw to another size u-lag screw. There was no adverse pt consequence as a result of this event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.